Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of a high inr result from a coaguchek meter compared to an unspecified laboratory method. The meter model and serial number were not provided. The result from the meter was 8 inr and the laboratory result was 4.7 inr. The customer would measure their inr right before taking her coumadin dosage in the evening and would hold their anticoagulation medicine whenever they would receive a high inr result from the meter. The customer believed this put them at greater risk for a pulmonary embolism. There was no information provided to reasonably suggest that the customer suffered from any adverse events. The customer's therapeutic range was 3 - 4 inr. The investigation is currently ongoing.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.